Manufacturer narrative:
There is an instruction that states, "do not tamper with this pad in any way" and consumer failed to perform that instruction. Consumer discarded the product.

Event description:
Consumer alleges her heating pad cord caught on fire. There was not a report of personal injury or property damage with this incident.